Manufacturer narrative:
The investigation is in progress. The device inspection has been performed. The conclusions will be provided within the final report once the investigation is completed.

Event description:
Arjo received a custnotification regarding ergolift device. It was indicated that the ergolift arm detached from the the wall when a patient was lying on a table. The caregiver staff caught the arm of the lift and lowered down to the table. The lift hanger bar hit the patient's right ankle. The ankle was red but no bones were broken. The patient was looked over by agency nurse.

Manufacturer narrative:
Arjo received a customer notification regarding a wall lift (ergolift-wl) device where it was indicated that the boom (lifting arm) detached from the the wall when a patient was lying on a table. The caregiver caught the boom and lowered its down to the table. The lift hanger bar hit the patient's right ankle. The ankle was red but no bones were broken. The patient was looked over by agency nurse. The wall lift (ergolift-wl) can be mounted on a secure post next to a wall or next to a pool or hot tub. It allows access to a wide area because the lift can be rotated and can be mounted at any height. Additionally, the lift can be used in more than one location as this device is equipped with additional wall brackets. The involved device was about 12 years and was not serviced by arjo but internally by the customer. The device inspection performed by an arjo representative at the customer site revealed no malfunction with the device. Following the information gathered it was not possible to confirm the customer allegation. The instructions for use (document number 001.04525) concerns information regarding boom installation, usage and maintenance of the device: "to install the boom, insert the upper part into the wall plate hole. Then insert the lower part of the mast into the metal pivot". Before every use "mast must be securely assembled to the boom"; "inspect for cracks or deflections". Based on the collected information it is unknown why the lifting arm detached from the wall with no weight applied. The possible scenario is that the boom (lifting arm) was not properly attached to the wall bracket. To sum up, the boom detachment was reported by the customer and from that perspective, the device did not perform as intended. The wall lift was not being used with a resident at the time of the event but due to unintentional detachment the boom hit the patient and therefore played a role in the reported event. The complaint was decided to be reportable to the competent authorities due to the allegation that lifting arm detachment occurred which hit the patient's leg. The customer allegation however was not confirmed during the device inspection.